Event description:
It was reported that the device experienced rapid battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported premature battery depletion was confirmed and was due to a low battery voltage. With a replacement battery attached, device communication was successful. No sources of high current drain were found during tests. The battery was returned to its vendor for further analysis. No anomalies that could lead to premature battery depletion were found. The cause of the premature battery depletion remains undetermined.